Manufacturer narrative:
Evaluation summary: a female patient reported that the pen cap of her humapen device (unspecified model) was accidentally broken. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo ii based on the description of the device and year the device was initially obtained. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) asian female patient. Medical history included hypertension. Concomitant medications included metformin, acarbose and an unspecified hypotensor, all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30 100 u/ml) cartridges, via a humapen device (unspecified model) (lot unknown/pc 3741677) 18 (no units reported) each morning and 16 (no units reported) each evening, for the treatment of diabetes mellitus, starting sometime in 2014. On unspecified dates her dosage was adjusted to 16 (no units reported) each morning and 14 (no units reported) each evening, and then to 14 (no units reported) each morning and 12 (no units reported) each evening for unspecified reasons. Since an unspecified date she experienced high blood glucose and in (B)(6) 2016 she was hospitalized to adjust her blood sugar. Further information regarding hospitalization dates (reportedly she has been discharged for 10 days) and laboratory test findings was not reported. Information regarding corrective treatment and the outcome for the event were unknown. The human insulin 30/70 treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30%. Update 08sep2016 additional information received 08sep2016 from the product complaint safety database was not medically significant. Update 13sep2016. Additional information received 12sep2016 from the product complaint safety database. Processed product complaint (B)(4) off of the catool, updated the european and canadian (EU/ca) device information, entered the device medwatch information, and the narrative was updated accordingly. Edit 13sep2016. Corrected the device malfunction to unknown. Update 15sep2016. Additional information received 14sep2016 from the product complaint safety database. Updated the device specific safety summary and updated the narrative accordingly. On 15sep2016. Edit to correct date in medwatch field.